Event description:
The doctor claims that the graft was implanted for a femoral-popliteal procedure and leaked blood (quanity and duration unknown at this time) through its walls. The doctor waited until the bleeding was under control and then closed the patient. The graft was left in. The procedure outcome was fine. The patient's condition is okay. In 2001, the co learned the following: the incident date was in 2001, the exact quantity of blood lost through the graft is unknown and appears, at this time, to be unattainable.